Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the computer was replaced. It was reported the system would not boot; froze. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. It was reported the computer did not work (also reported as no network connection). No further information was provided. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.